Event description:
On (B)(6) 2012, the pt underwent a trial procedure for lead placement. During the procedure, the lead could not be tested intra-op due to high and invalid impedance. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.